Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressure wire x, wireless device was intended to be used in the obtuse marginal (om) coronary artery. The device was equalized successfully. Resting full cycle ratio (rfr) measurement was completed. However, it was reported that the coating was coming off the wire. Therefore, the device was removed from the patient and the procedure was completed without a replacement device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was able to be visually confirmed; however, the reported peeling/delamination and difficulty to advance were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance, peeling/delamination, and difficulty to advance appear to be related to circumstances of the procedure. The guidewire was noted to be kinked and bent, which is consistent with the reported bend to the distal tip coil and may cause or contribute to the reported difficulty to advance. There was no peeling or delamination noted to the coating of the guidewire, and only normal physical wear (scratching) of the coating was present. In this case, it is likely that the shaping techniques of the distal tip coil caused the reported bend which contributed to the reported difficulty to advance, and when removing the torque device, the user saw the worn coating and thought it was peeled; however, there was no peeling noted and the coating was well adhered to the guidewire¿s proximal tube. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the pressurewire x, wireless device was not maneuvering properly and the physician felt there may have been damage or defect in the wire. The coating appeared to separate at the bend on the distal end of the wire after the wire was removed from the patient. There were no missing fragments of coating on the wire and there was no concern from the physician of any coating fragments left in the patient. No additional information was provided.